Event description:
This (B)(6) male patient in the spiral-z post market registry had a type I endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The patient was being treated for a 5.8cm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. The left iliac artery had mild tortuosity, occlusive disease, and calcification. The patient received a main-body device, right and left iliac legs, and a right iliac leg extension. A converter was also used in the right common iliac artery. There was no difficulty deploying any of the components. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device was patent with no external compression, flow-limiting kinks, or thrombus. A distal type I endoleak on the right was noted. No further information has been received since the deployment procedure.

Manufacturer narrative:
Expiration: unknown as lot is unknown. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.